Manufacturer narrative:
Reported event: it was reported that implication platform broke product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 104 devices were manufactured under lot 45010216 and accepted into final stock on 05/26/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot 45010216 shows 07 additional complaints related to the failure in this investigation. The complaint is pr (B)(4) . Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Impactor pad broke case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impactor pad broke. Case type: tha. Surgical delay: =15 minutes.